Event description:
The customer's spouse reported via telephone call that the blood glucose had been running over 400 mg/dl for the a couple of weeks and was 147 mg/dl at the time of the call. The customer was treated with manual injections. The spouse reported that the drive support cap was normal and recessed and found no leaks or air bubbles in the tubing. No cloudiness was found with the insulin. The insertion site was not sore or irritated. The customer was advised to remove the infusion set from the body and the spouse stated that the cannula was not bent. The customer reported that the bolus history did not display all of the bolus entries. The customer's doctor had changed the bolus and basal settings the day before the call. The customer was advised to run a bolus and reported that the bolus appeared in the history. The insulin pump failed the high pressure test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.